Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure the handpiece was clogged and overheated. The case was completed. There was no harm reported to the patient.

Manufacturer narrative:
The handpiece was examined and the reported event was not replicated. The handpiece was tested and found to meet product specifications. The site¿s handpieces were found to exhibit no functional issues. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (b)(40.